Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was misprogammed during therapy. The pump was manually programmed for levophed (norepinephrine) 4mg/250ml whereas the intended dose should have been 16mg/250ml. The problem was fixed, pump re-programmed with correct information. There was no harm to the patients as the bp (blood pressure) was still at map(mean arterial pressure) goal. No additional information is available.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.